Event description:
The customer reported a keypad anomaly. The numbers kept scrolling and the buttons stopped working. The blood glucose reading was 205 mg/dl. Prior to the event, the patient went running. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. No scrolling numbers noted on the display. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.